Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an alarm 20 occurred during the load process. The customer's blood glucose level ranged from 129-130 mg/dl. In addition, it was reported that a malfunction occurred. The customer reverted to an alternate method of insulin therapy.